Event description:
The needle from the probe had fired from the probe at a high pressure and had penetrated the tissue near the surgical site. This had caused some additional bleeding. The needle was removed, a new hand piece was retrieved, and the bleeding was controlled.

Manufacturer narrative:
After, the malfunction had occurred, the wound was treated and fixed. The procedure was finished and the patient did not experience any other complications. A new design has been implemented for this product line which includes an additional over-mold that prevents the displacement of the internal needle. The lot associated with the incident was manufactured prior to the design change.